Event description:
It was reported that the bed's power plug prongs were loose. No adverse consequences were reported.

Manufacturer narrative:
Further evaluation by the field technician determined that this failure is a result of customer misuse. This facility is a high abuse facility as they frequently move beds around the hosp. When the beds are moved, the power cord is not first unplugged from the wall, therefore, the cords become damaged and eventually stop working or delivering intermittent power to the beds. The field technician has spoken with this facility to let them know the reason for this failure at the facility and has educated them on the importance of unplugging beds from the wall prior to moving the bed.